Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, a service history review, and a review of the alarm log were performed. A damaged power cord was found during visual inspection. The cause of the battery not being able to charge was due to the damaged power cord. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery of a flogard pump would not charge. There was no report of patient injury or medical intervention associated with this event. No additional information is available.